Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient reported that they felt pressure in their rectum and perineum area and that it was painful. They also reported that the lead wire has moved because the stimulation sensation is in a different area then what she felt at the procedure. No further complications were noted or anticipated.